Event description:
It was reported there were damaged components. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation is on-going; a follow-up report will be submitted with results.